Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via (B)(4) of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she had trouble with kinked tubing and were having highs and lows. The doctor was currently putting in the correct settings for the customer. The customer was not on the line at the time of call.